Manufacturer narrative:
The customer reported this event to the FDA separately - reference report number mw5061765.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio observed that the energy select up button was damaged externally, which caused the button to be stuck in a shorted position. The shorted energy select up button caused the charge and shock buttons to no longer function. Physio-control replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that during a patient event, their device would not allow them to select an energy level, charge or deliver defibrillation energy. The customer was able to utilize a back up device and continue patient care. The customer did not have any additional information to provide regarding the reported event. There was no known adverse patient outcome during the reported event.